Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive back buttons while giving the bolus. Customer stated that insulin pump received a motor error. Customer was able to clear the motor error alarm and rewind complete. Customer stated that drive support cap was intact. Customer confirmed received a motor error six times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.